Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-oct-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The pump powered up to an unresponsive keypad. The alleged ¿power¿ complaint was unable to be adequately investigated due to the unresponsive keypad issue. The pump cover was removed, and moisture corrosion was found to the power printed circuit board and to the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was an intermittent power issue due to moisture and corrosion in the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.